Event description:
It was reported by service report that the bed had a broken weld, and it would not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: excessive wear on timing link assembly.